Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood in/on the helix/lobe mechanism. The device is part of the advisory for this model.

Event description:
It was reported that there were positioning difficulties during the implant, and after the 5th attempt the helix mechanism no longer worked properly. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.